Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the returned device showed that the film in one of the tubes was stretched near the end that connects to the breathing circuit. Furthermore, a soak test was performed to assess whether the tube was damaged, and results confirmed that the tube was not broken. Conclusion: upon investigation of the returned device, it was confirmed that the tubing was not broken as initially reported by the customer. Instead, the film was stretched. Our user instructions which accompany the bc191-05 flexitrunk nasal tubing system state: handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk infant nasal tubing.

Event description:
A healthcare facility in taiwan reported that the tubing of a bc191-05 flexitrunk nasal tubing was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported that the tubing of a bc191-05 flexitrunk nasal tubing 70mm was broken. There was no reported patient involvement.